Event description:
It was reported that the patient presented for routine change of the implantable cardioverter defibrillator. During the procedure, the device was programmed for ventricular pacing without sensing. However, when electrocautery was used pacing became inhibited. The device was successfully explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported field event of no pacing output could not be confirmed. Pacing signals from all leads were measured and found normal. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.